Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes on (B)(6) 2012 that the atrial lead had an insulation break, loss of capture and oversensing. The lead was explanted on (B)(6) 2013.

Event description:
It was reported that the atrial lead exhibited low impedance. The lead was capped and replaced.

Event description:
Additional information notes on (B)(4) 2013 that the atrial lead exhibited loss of sensing.